Manufacturer narrative:
Batch review performed on 04 march 2021: lot 1901655: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch reviews performed on 04 march 2021: gmk-sphere 02.12.0002r femoral component sphere cemented size 2 r (k121416) lot 188959: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2023-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 1901597: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416) lot 1901312: (B)(4) items manufactured and released on 06-jun-2019. Expiration date: 2024-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. The surgeon removed all the implants, revised them with new implants, and added extension stems, offset connectors and a tibial cone 1 year and 5 months after primary. The surgery was completed successfully.